Event description:
It was reported that the patient felt nauseated, was vomiting, had no sleep, and experienced pain in the stomach after going through a store security gate. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).